Event description:
It was reported that the brakes could not be fully engaged due to a missing wheel that allegedly fell off while pushing the stretcher. There was pt involvement, however, the customer did not know if there were any adverse consequences.